Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 176 mg/dl. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit alarmed failed battery test due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into interface board. Unable to perform displacement test due to failed battery alarm. Unit had battery tube threads cracked, cracked reservoir tube lip and cracked case at display window corner.